Event description:
It was reported that the second anchor pre-deployed during the surgery. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One tfcc fast fix kit was returned for evaluation. Visual assessment of the device showed the kpsc and fast-fix device are intact and sealed within their sterile pouches. Device in question was not returned for evaluation prohibiting confirmation of the reported complaint of pre-deployment. The unused device was removed from its packaging and was found to be intact.